Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2001; 4196 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. Reprogramming was done and the patient was scheduled for an ablation. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.